Event description:
Was told by interventional radiologist uae was best option for preserving fertility. Now pregnant and informed by obstetrician uae makes this a high risk pregnancy. They urged c-section.